Event description:
The pt experienced withdrawal-like symptoms and then was somnolent. The drug delivery was thought to be uneven. On interrogation, the expected reservoir volume (6ml) was greater than the actual volume (3ml); this was within device specs. The device system was used to deliver fentanyl and clonidine; the daily dose of both was decreased. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).